Event description:
The facility reported an infusion pump with failure code 566:320:844:0000. The failure code was reported to have occurred during patient use during infusion. The reporting intensive care nurse was contacted by a baxter rep and confirmed that the pump stopped infusing on a patient and produced the reported failure code. The nurse stated that the pump was replaced with another one to continue the infusion and that no patient injury or medical intervention had occurred. No additional information or contact was available.

Manufacturer narrative:
The device has been requested by baxter for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filled upon completion of the evaluation or if additional information becomes available.